Event description:
A customer reported that a knife was not sharpened with unk procedure and pt involvement. An additional knife was needed to continue and complete the procedure. Additional info has been requested.

Manufacturer narrative:
No sample has been received by MFR for eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tops and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info has been requested. (B)(4).